Event description:
A home pt's (hp) family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drian cycle of their automated peritoneal dialysis therapy. Per initial report, the home pt had connected their transfer set to the pt line of the homechoice set after initiating the initial drain cycle. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.